Manufacturer narrative:
(B)(4). Therapy date - (B)(6) 2017. Medical product - ringloc+ replacement ring sz21 catalog # 106021, lot # 684850. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR repots were filled for this event: 0001825034 - 2017 - 06204.

Event description:
It was reported two locking rings were damaged intraoperatively. No complications or delays reported. No further information made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product:s ringloc+hip system replacement ring, catalog#: 106021, lot#: 684850 arcom xl humeral bearing, catalog#: xl-115363, lot#: 935090. Comprehensive reverse shoulder glenosphere, catalog#: 115310, lot#: 455910. Comprehensive locking screw, catalog#: 180550, lot#: 131120. Comprehensive locking screw: catalog#: 180550, lot#: 494290. Comprehensive locking screw, catalog#: 180550, lot#: 211660. Comprehensive locking screw, catalog#: 180551, lot#: 772110. Comprehensive reverse central screw, catalog#: 115394, lot#: 485450. Comprehensive primary mini stem: catalog#: 113629, lot#: 392260. Comprehensive reverse baseplate + adapter, catalog#: 010000589, lot#: 206570. Comprehensive reverse drill, catalog#: 405889, lot#: 873170. Comprehensive reverse drill, catalog#: 405883, lot#: 432500. Comprehensive reverse shoulder steinmann pin, catalog#: 405800, lot#: 820130. Steinmann pin, catalog#: 406669, lot#: 063830. Complaint sample was evaluated and the reported event was confirmed. The locking ring from item number 115370, lot number 327330 was returned and item number 106021, lot number 684850 was discarded. Visual inspection identified the locking ring component was received bent. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total shoulder arthroplasty, two locking rings were damaged intraoperatively while trying to assemble the humeral bearing to the tray. In the first attempt, the assembly tool was not used, however, on the second attempt with the replacement locking ring the tool was used. In both cases, the locking ring bent. No complications or delays reported. A new tray was opened and utilized to complete the procedure. No further information made available at this time.